Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly during a pass through the sacrospinous ligament and was lost inside the patient and not removed. The procedure was completed with another pinnacle anterior/apical pfr kit and an obtryx halo sling without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.